Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, quantitative falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on a dimension vista 1500 instrument. The customer reported that quality controls (qcs) were within acceptable ranges when the sample was initially processed. When the customer ran qc for troubleshooting purposes, qc level 3 (l3) recovered out of range. The customer replaced the l3 qc, reran the qc and it recovered within acceptable range. Siemens advised the customer to run a precision study with l3, the precision study recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse aligned and adjusted the bottom of cuvette container (bocc) alignment. Then, the cse ran the agln and omix test, quick check, and qcs, which recovered acceptably. Siemens investigated the issue and determined alignment and adjustment of the bottom of cuvette container (bocc) resolved the issue. The instrument required alignment, which potentially contributed to the discordant, false positive bhcg result. The intended use for bhcg is to determine the quantitative measurement of total beta (ss) human chorionic gonadotropin. The customer used this as a qualitative test, which is off-label use of the product. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A quantitative discordant, falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant quantitative bhcg result was reported as positive to the physician(s), who questioned the result. A qualitative test was ordered on the patient sample and a negative result was obtained. The same sample was repeated on an alternate dimension vista instrument, and the repeat result was 2 miu/ml. The repeat results were considered correct and were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive, bhcg result.